Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2017, 4592-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead also had a fracture. The lead was inactivated/programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.